Event description:
It was reported that during a da vinci-assisted hemicolectomy - right surgical procedure, the customer had error messages to disable universal surgical manipulator (usm) 2 of the patient side cart (psc) during troubleshooting. A technical support engineer (tse) reviewed the system logs and confirmed errors 48100 and 32056 on usm 2 pointing to the axes controller, arm (aca) board in usm 2 of the system. Power cycling did not resolve the issue, so the customer proceeded with a three usm setup. The proceudre was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit triggered 32056 error pointing to the pitch axis during start up in normal mode. Re-seating the searchlight 2 (sl2) flat flex cable (ffc) did not fix the issue. Swapping sl2 ffc and the 32056 error disappeared. Also found loose degrees of freedom (dof) 3 sl printed circuit assembly (pca). Opened the pitch sl pca assembly found debris on sl pca and sl mirror with plate. Root cause of this failure is attributed to component failure.